Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 26 mg/dl the other night. Her husband treated her with a glucose shot. She also drank 8 ouches of (B)(6) and her blood glucose increased to 171 mg/dl. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.